Manufacturer narrative:
We checked the manufacturing charts of the liner involved (lot # 201310298) without finding any anomaly. A total of (B)(4) liners were manufactured with this lot number; 43 of them have been surely used, without receiving any other complaint on this lot number. We received the pre-op and post-op x-rays of primary surgery as well as the x-rays taken 8 months after the first surgery; x-rays related to the revision surgery were not available. We did not received the explants and there were no pictures available. The available x-rays were evaluated by a medical expert: it appears that the prosthesis was well positioned before the incident. Moreover it seems that the rotator cuff was functional. According to the information reported, the breakage was not due to a trauma. We do not know how patient's activity level could have contributed to the incident. We are aware of (B)(4) total cases of breakage of a l1 poly liner (model # 1377.50.xxx) requiring a revision surgery. About (B)(4) l1 liners have been sold ww since 2003; according to these data, the total breakage rate of l1 liners is (B)(4). About the other (B)(4) cases reported of l1 liners breakage: we have been reported that (B)(4) breakages were subsequent to patient trauma and other (B)(4) breakages were subsequent to patient rotator cuff failure; this gives a breakage rate "product-related" of (B)(4). No corrective actions have been planned for this case. Limacorporate will keep monitored the market to promptly detect a possible recurrence of such issue. Device not returned.

Event description:
Implant of smr anatomic total on (B)(6) 2014. Eight months post-op from the successful tsa the patient returns to dr. (B)(6) office with a squeaky shoulder and no explanation on why. He said that he had no fall or trauma and that one day it just started squeaking. During the revision ((B)(6) 2015) to rsa dr. (B)(6) saw that the poly had broken free of the metal back and the poly peg had sheared off and was still in the mb. As a result of the poly breaking free, there was wear on the anti rotational fins of the posterior/anterior superior mb. The event occurred in the us.

Event description:
Implant of smr anatomic total on (B)(6) 2014. Eight months post-op from the successful tsa the patient returns to dr. (B)(6) office with a squeaky shoulder and no explanation on why. He said that he had no fall or trauma and that one day it just started squeaking. During the revision ((B)(6) 2015) to rsa dr. (B)(6) saw that the poly had broken free of the metal back and the poly peg had sheared off and was still in the mb. As a result of the poly breaking free, there was wear on the anti rotational fins of the posterior/anterior superior mb. The event occurred in the us.

Manufacturer narrative:
We are requesting additional info on the case (explants for analysis, x-rays) to the complaint source, in order to perform a deeper investigation; then we will send our follow-up MDR. Device not returned.